Event description:
Caller reported cgm error 42 which occurred during the operation of the device. There was no adverse impact to the customer's blood glucose level. The customer successfully followed the guidance provided by technical support to reset the pump, after which the cgm error code did not appear again, allowing them to start a new sensor session.